Event description:
Customer reported the system would not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the batteries needed to be replaced. Customer will replace batteries.